Event description:
It has been reported to philips that the machine is unable to boot up. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the system was not in clinical use. A philips field service engineer inspected the system onsite and could not confirm the reported issue. The system log files were analyzed but no error were found. The system was tested and returned to use in good working order. Codes were updated based on the investigation outcome. The health impact grid code was corrected.